Event description:
Customer reported via email: the suction/vacuum has decreased drastically and I've only had the pump for 2 months. I have twins and produce a lot of milk and need the pump to function correctly to avoid getting mastitis again. Please let me know what I need to do to get it fixed.

Manufacturer narrative:
In follow up with the customer on (B)(6) 2013, the customer reported that she was diagnosed with mastitis by her obgyn and was given antibiotics to treat the mastitis. When she spoke with a medela clinician on (B)(6) 2013, the customer reported that she had fully recovered from the mastitis and that her issue was resolved. The customer reported no malfunction with the pump, only that she was using it too frequently causing the mastitis. Therefore, a replacement device was not sent to the customer. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.